Manufacturer narrative:
Exemption number e2015058. The history log shows the pad-pak was first installed on the 3rd october 2008 and performed to specification up to the 4th april 2010. The device failed a self-test due to a low battery on 11th april 2010 and remained in fault mode until may 2011 when an increase in voltage suggests a further pad-pak was installed with the device passing a self-test. Temperatures are recorded below the recommended minimum operating temperature. The device recorded manual power ups of ten minutes duration between the 20th august 2015 and the last log entry on the 25th september 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The low temperatures recorded would indicate adverse storage conditions. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.